Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason/ indication for mesh implantation: urinary stress incontinence procedure (s) performed:uretex transvaginal tape procedure postoperative complications: pain, urinary problems, dyspareunia, bleeding